Event description:
Per the reporter: the skater introducer set was used for a drain case. When the doctor was finished inserting the patient's drain and went to remove the .018 wire, he noticed the platinum floppy tip was missing from the wire. The doctor insists he did not apply any force, pull the wire, or cause strain to the tip that would force it to break off. The pt had to undergo a 2.5 hour procedure and have 58 mins of fluoro in order for the doctor to snare out the tip of the wire. The top has been snared out of the patient. Our medical affairs dept has spoken with the facility to follow-up on patient status, the pt is doing fine.

Manufacturer narrative:
Reporter has stated the device is available for return, but we (the manufacturer) has not received the sample for investigation thus far.